Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was missing. The customer's blood glucose value was unknown. The customer stated that the he removed a sensor because when it was connected to the transmitter it did not flash. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.